Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Event description:
New information noted that the implantable cardioverter defibrillator (ICD) was explanted. Further information was requested however, was not provided.

Event description:
It was reported that the battery of the implantable cardioverter defibrillator (ICD) had prematurely depleted. The patient was asymptomatic. Further information was requested but not received.

Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received in normal range of operation. Analysis of device image indicated the device was within normal rage of operation. A longevity calculation was performed and found the battery level was normal based on the device usage. Further functional testing was performed and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.